Manufacturer narrative:
The unit was received for investigation on 12-aug-2025. The unit was received with a reported burning smell, which was confirmed during inspection. Examination revealed that the motherboard was burnt, specifically at components q31 and r113, likely because of an overcurrent or low-voltage event. The heat damage also caused the melting of the housing in the affected area. The inogen team attempted to contact the patient for further information three times with no response.

Event description:
It was reported that the patient smelled their unit burning and found it was getting hot, so they unplugged it and turned it off. They stated that the unit had part of the outer housing melted near the charging port. The patient did not get burned and they did not experience any health changes. The patient was provided with a replacement unit.